Manufacturer narrative:
The customer elected to perform their own repairs.

Event description:
It was reported that the jack is spongy due to a damaged cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.